Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #4 r-cem; cat# 5510f402; lot# c4j4c. Triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# abt4eb. Triathlon asymmetric x3 patella; cat# 5551-g-299; lot# 05yd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: indicate all devices were manufactured and accepted into final stock on with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports, pathology reports including the strain of infection identified, as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this investigation will be reopened.

Event description:
It was reported that patient's right knee was revised due to infection.